Event description:
A malfunction alarm was reported, identified by code malf 12, but it did not adversely impact the customer's blood glucose level. Customer was given instructions by technical support to reset the pump, which successfully resolved the issue without recurrence of the malfunction. The customer was advised to continue using the pump and to contact support if the issue reappears, which was acknowledged and understood.